Manufacturer narrative:
No left ventricular assist system (lvas) related issues were discovered and a specific cause for the reported infection could not be conclusively determined through the evaluation of lvas. The device was returned assembled with the pump cable severed approximately 9 inches from the terminus of the pump end bend relief and the remainder of the pump cable was returned in one segment. The modular cable was also returned. The sealed outflow graft was returned attached to the pump outflow and the sealed outflow graft bend relief was returned properly engaged to the graft attachment. The cuff lock was fully engaged and the apical cuff was returned detached from the device. Examination of the lumen of the inflow cannula revealed a thin layer of white tissue-like ingrowth along the proximal edge of the textured blood-contacting surface, which was well adhered and did not appear large enough to have obstructed blood flow. Upon disassembly of the pump, visual inspection of the smooth and textured blood-contacting surfaces revealed no additional developed or adhered depositions or thrombus formations. The log file downloaded contained data from (B)(6) 2017 - (B)(6) 2017 and showed the pump operating as intended with stable calculated average flow values. The downloaded lvas event log file did not contain any atypical events until the last several seconds on (B)(6) 2017 from 56:23 - 56:34 when a software reset and events indicating an issue with the communication lines were recorded, which align with the interruptions in pump function and events captured in the system controller event log file appeared consistent with the cutting of the driveline while it was still connected to the powered system controller during the transplant procedure. The events captured at the end of the log file are consistent with the evaluation findings of a severed pump cable and the modular cable being attached to the system controller upon receipt as well as damage to both fuses of the returned controller. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of birth was not provided, however, the patent's age was provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had been treated with suppressive antibiotics due to sternal infection. The patient had erythema and discomfort on the sternum. The patient was admitted to the hospital on (B)(6) 2017 for evaluation. The patient underwent sternal debridement. It was found that the infected area was communicating with the driveline site. The cultures were positive for pseudomonas aeruginosa. The antibiotic was changed to zosyn. The clinicians were waiting for the inr to decrease so that another wound debridement could be performed, however; a suitable donor heart became available and the patient underwent a heart transplant on (B)(6) 2017.